Event description:
The pt presented to the ER with fatigue and dyspnea, then expired in 2000. According to the pathologist, at explant, tissue growth was observed over the pivot guards and onto one of the leaflets, which "greatly restricted movement" of the leaflets. This tissue was also present in the right coronary near the coronary ostia. Fibrous tissue was observed in the ventricle and thought to be indicative of a possible mi. It was reported by the dr that he did not feel the pt death was due to a malfunction of the valve. Add'l info has been requested.